Event description:
The event is reported as: complaint alleges that the product fell apart during assembly. No pt injury reported.

Manufacturer narrative:
The investigation report is incomplete at the time of this report. A f/u report will be sent when investigation is complete.